Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) analyzer failed calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated blocks: h3 and h6. Please disregard the previously submitted medwatches related to this complaint. There was no malfunction in the intended performance associated with the service message as the device performed to specifications. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. In the service screen, it was noted that the oxygen (o2) percent hours read more than 2,000,000. After 2,000,000% hours, the system alerts the user to 'service gas system'. The unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.